Event description:
Reportable based on device analysis completed on 03oct2025. It was reported that the balloon could not dilate normally. The 38mm x 2.5mm in diameter, 75% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for coronary stent implantation. During the procedure, the physician tried to inflate the balloon at 6atm within 10 seconds; however, it was noted that the balloon could not dilate normally. The procedure was completed with another of the same device. There was no complications reported, and the patient is stable post procedure. However, device analysis revealed that a 4mm longitudinal tear at the distal section of the balloon body.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile examination noted no issues. A visual and tactile examination of the distal extrusion identified no damages. A detailed microscopic examination of the balloon material identified a 4mm longitudinal tear at the distal section of the balloon body. One blade identified a distal segment and blade pad raised where the longitudinal balloon tear was present. The remainder of the blades identified no issues and blade pads are intact. The tip showed no signs of tip damage. Examination of the proximal and distal markerbands identified no damage. The balloon could not be inflated due to the 4mm longitudinal tear at the distal section of the balloon body.